Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys total psa immunoassay (tpsa) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 0.068 ng/ml for tpsa and 0.567 ng/ml for the elecsys free psa immunoassay (fpsa). The initial result was reported outside of the laboratory to the doctor. It was noted that the fpsa was higher than the tpsa result. Both tests were repeated on the sample, resulting as 1.50 ng/ml for tpsa and 0.585 ng/ml for fpsa. The patient was not adversely affected. The tpsa reagent lot number was 17063000, with an expiration date of 12/31/2017. A specific root cause could not be determined based on the provided information. Possible root causes for this event may be related to sample quality, bubbles/foam on the reagent or sample surfaces, and insufficient maintenance. A general reagent issue could be excluded. Calibration and controls were within specified ranges. The alarm trace was reviewed but provided no information relevant to the event.